Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit had a rapid helium leak, not holding pressure keeps leaking and auto release tank. There was no patient involvement.

Manufacturer narrative:
A getinge field service (fse) evaluated the unit for the reported malfunction. During investigation, the fse heard rapid gas loss from the high pressure regulator. The fse replaced the regulator, and there was no leak present after replacement. The fse then conducted functional testing and safety testing to factory specification. The unit passed all functional and safety tests per factory specifications, and the unit was returned to the customer.

Event description:
It was reported that during weekly check, the cardiosave intra-aortic balloon pump (iabp) unit had a rapid helium leak, not holding pressure keeps leaking and auto release tank. There was no patient involvement.